Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided.

Event description:
During a chevron bunionectomy, the stiffer, threader end, of two consecutive guidewires broke off inside a patient. Both of the guidewire ends were left inside the patient. This is 1 of 2 reports for the same event, complaint # (B)(4).